Event description:
A report was received for a pt who was fit with focus night & day lenses around 2:00 p.m. In 2002. At initial dispensing, the pt had great comfort, 20/20 visual acuity and excellent lens fit. Later the same day, around 6:00 p.m., they began to experience extreme discomfort with the lens in their left eye. They removed both lenses. Their left eye continued to bother them throughout the night with a gradual increase in pain and sensitivity. The pt notified the fitting ecp the next morning, and was seen immediately. They presented to reporting o.d. With two suspected peripheral ulcers, presumed to be infectious. Both located in the periphery at 9:00 and 11:00 positions, both 1-2 mm in diameter. Pt had severe anterior chamber reaction with associated discharge. There was severe inflammataion, palpebral edema, excessive tearing and tremendous photophobia. Reporting o.d. Mentions possibility of pseudomonas because of rapid onset. Same day referral to m.d., who performed culture of the eye. No results available at this time. Treatment begun with cyclogyl, ciloxan, vancomycin, gentamicin every 15 minutes for the first 6 hours, then every hour thereafter. Next day follow up noted no change in condition. Same regimen continued for next 24 hours. At the next day follow up m.d. Added steroid (name unknown) and anti-inflammatory (name unknown). Pt instructed to decrease nightly treatments from every hour to every four hours. Pt has been seen by the m.d. Or the referring o.d. Every day since the incident. Although marked improvement, incident had not completely resolved as of last report from practitioner. Lens & lot number not available for eval. No further info available at this time.